Event description:
It was reported that during an unknown case, the device would not staple. There is no more information available. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload cartridge loaded in the device. The cartridge was received unfired and with the pin arm disengaged from the pin indicating that the pin was manually moved forward. The device was tested for functionality with the returned cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that the (B)(4) device does not have a knife. Therefore, the device does not cut. A batch record review was performed and no anomalies were found during the manufacturing process.